Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being used to treat a 5 cm malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the deployment of the stent, the physician was unable to pull the deployment suture. The stent was removed from the patient. The procedure was completed with another ultraflex esophageal distal release stent. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Reported event of stent failed to expand. A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 5mm. During analysis, it was possible to retract the deployment suture thread and fully deploy the stent. After deployment of the stent, it did not fully expand. It was noted that the stent cover appeared shrunken and this appeared to be preventing the stent from expanding. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. Therefore, the root cause classification is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.